Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# v004947, implanted: (B)(6) 2006, product type: lead; product ID: 3387s-40, lot# v040724, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported if felt like her head was swollen toward the top and her leads hurt and she got awful headaches by her right eye. The patient also reported the back of her neck is really stiff. The patient said she had been taking excedrin for her headache daily and intermittently and tried to get an emergency appointment with her healthcare professional but there weren't any appointments available. The patient said at first it was intermittent however now it was constant. No falls/trauma or emi exposure were reported that could be related to the issue. The patient reported a sudden change in symptoms with intermittent symptoms the couple months prior and then constant symptoms beginning (B)(6) 2018. No further complications were reported or anticipated.